Manufacturer narrative:
A medtronic representative went to site to check the equipment. Representative reported that the fuses in the din rail were open. Replaced fuses and system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the mobile view station (mvs) of imaging system would not start. Representative reported that the power outlet was working but the power line led was not active. There was no patient present at the time of the issue.